Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended,when the investigation is complete. This is the same event as 1043534-2007-00021, 00023, 00024.

Event description:
Allegedly, removal due to patella subluxation.